Event description:
The customer reported to beckman coulter that the coulter lh 500 hematology analyzer was leaking from the probe when running in manual mode. The volume of the leak was approximately 1ml and was contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse observed a fluid around the front of the analyzer. The fse was able to reproduce the leak and found that the source of the leak was a hole in a tubing at the blood sampling valve (bsv). The hole location was not specified by the fse. The fse replaced the affected tubing and no further evidence of leaking was observed. The cause of the leak was a hole in the tubing at the bsv. (B)(4).